Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient who had unremarkable lasik treatment of the right eye. At two months post treatment the patient was noted to have epi-ingrowth. Due to the patient's schedule, one month following diagnosis the patient had a lift and scrape performed. The symptoms have resolved.

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).